Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced "partial" peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the "partial" peritonitis and another indication. Treatment for the events was not reported. At the time of this report, the patient remained hospitalized for the other indication, however, was recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.